Event description:
Information was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The pt reports that she began feeling ill on three days earlier. The pt also admitted that when she is sick she fails to maintain good control over her diabetes. The pt reports that she called her physician at 3:30am on original date, who directed her to the ER. Upon admission to the ER, her blood glucose was >400mg/dl. The pt also reported that while in the hospital they diagnosed an underlying infection; type unreported. She was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.